Manufacturer narrative:
This event has been reported by the manufacturer under MDR#3002808486-2019-01691.

Event description:
Patient allegedly received an implant on (B)(6) 2016 due to venous thromboembolism (vt) and pulmonary embolism (pe). Patient is alleging device is unable to be retrieved and embedded. The patient further alleges mental anguish, emotional distress and worry. Per an us guidance for vascular access operative report dated (B)(6) 2017, ¿unsuccessful attempt to retrieve tulip ivc filter. The ivc hook seemed to be apposed to the ivc wall. Multiple attempts were made with no success. Pta was also performed in an attempt to dislodge the filter hook from the vessel wall with no success. Femoral vein access was obtained for the same. At the end the distal portion of the snare broke loose and was caught in the filter. Multiple attempts were made to snare from the femoral access without any success. Since the snare was trapped in the filter, it was decided to be left alone.¿